Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.  (B)(4).

Event description:
After all of the leads had been placed, a post-op scan was taken with the medtronic o-arm scanner so that the images could be merged to rosa to check for accuracy. The o-arm had to add gantry in order to obtain a scan of the skull. The patient had a crw frame, and the mayfield adaptor was attached to this. The mayfield adaptor was extended as far up as possible to reach the patient positioning on the bed (bed was raised). The o-arm did not have room to come directly underneath the patient head, and so gantry had to be added in order for the o-arm to obtain the scan. When trying to merge the post-op scan to the pre-op mr, the merge was shown to be incorrect. The post-op scan was then attempted to be merged to the pre-op CT bone fiducial scan, but the 'impossible to load' error message appeared before being able to merge, and eventual windows shutdown occurred when back in the exam manager. The robot was restarted, and the merge was attempted again with the pre-op CT bone fiducial scan, and again the merge failed. The surgeon did not want to manually adjust the merge, and decided to take the post-op scan and upload it into another software on their personal laptop. The surgeon stated they were happy with the accuracy based on what they saw in the other software. The patient was under anesthesia and incisions were made. The total delay was less than 10 minutes, and the post-op scan was never merged correctly.

Manufacturer narrative:
It was reported that an inaccurate merge and an impossible to load exam error message occurred. DHR and complaint history review were not performed based on the low severity level of this complaint. Analysis of data logs determined that the cause of the inaccurate merge is a use error. Indeed the surgeon did not performed manual adjustments. Then the cause of the error message and shutdown remains unknown.

Event description:
After all of the leads had been placed, a post-op scan was taken with the medtronic o-arm scanner so that the images could be merged to rosa to check for accuracy. The o-arm had to add gantry in order to obtain a scan of the skull. The patient had a crw frame, and the mayfield adaptor was attached to this. The mayfield adaptor was extended as far up as possible to reach the patient positioning on the bed (bed was raised). The o-arm did not have room to come directly underneath the patient head, and so gantry had to be added in order for the o-arm to obtain the scan. When trying to merge the post-op scan to the pre-op mr, the merge was shown to be incorrect. The post-op scan was then attempted to be merged to the pre-op CT bone fiducial scan, but the 'impossible to load' error message appeared before being able to merge, and eventual windows shutdown occurred when back in the exam manager. The robot was restarted, and the merge was attempted again with the pre-op CT bone fiducial scan, and again the merge failed. The surgeon did not want to manually adjust the merge, and decided to take the post-op scan and upload it into another software on their personal laptop. The surgeon stated they were happy with the accuracy based on what they saw in the other software. The patient was under anesthesia and incisions were made. The total delay was less than 10 minutes, and the post-op scan was never merged correctly.